Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, it appears that the patient morphology/pathology contributed to the reported mechanical issue (steerable guide catheter (sgc) unable to curve guide) due to septum being very aneurysmal and potentially did not stabilize the sgc. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The decision was made to remove the cds as the system was not responding as expected, the mean pressure gradient was high upon grasping, and the device was getting caught in the chordae. No clips were implanted and the mean pressure gradient returned to baseline of 2 mmhg when the clip was removed. The mr remained unchanged at grade 4. No additional information was provided. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip delivery system device referenced is filed under separate a medwatch report.

Event description:
This event is filed for inability to deflect the steerable guide catheter tip. It was reported that the patient, with degenerative mitral regurgitation (mr) and a previous surgical ring repair, underwent a mitraclip procedure. The transseptal puncture was in a posterior position and the septum did not seem to stabilize the steerable guide catheter (sgc). Despite the posterior transseptal puncture, the devices seemed to be hugging the aorta, running parallel to the aorta. The clip delivery system (cds) was advanced and the clip grasped the leaflet; however, the mean pressure gradient increased to 8 mmhg and there was still residual moderate mr. The decision was made to move the clip to a more lateral position; however, the mr was still not reduced and the clip was moved even more lateral. The decision was made to bring the device out of the valve to reposition; however, the clip delivery system (cds) became caught on the tip of the anterior leaflet, requiring troubleshooting to remove the cds. The device was freed from the anterior leaflet and no tissue damage was noted. The device was repositioned; however, as the device was hugging the aorta, the cds ran out of reach getting back down to the valve. The devices were repositioned to re-navigate down to the valve and more "+" was placed on the sgc so that the device was not as posterior and could reach and go into the valve; however, turning the "+" knob did not appear to move the system away from running parallel to the aorta. Upon going into the valve, the entire system did not act "normal" and shifted, going to the medial commissure.